Manufacturer narrative:
It was determined that this event was reported twice to FDA under report number 0001313525-2017-02742 and report number 0001313525-2017-02673. The conclusion of the investigation will be captured in report number 0001313525-2017-02673.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 1 month post implantation in the patient¿s right eye due to haptic being stuck in the iris. The lens was removed and replaced with a sulcus lens. Reportedly, the incision was enlarged to remove the lens and suture was required. The patient¿s current prognosis is described as ¿doing great, went home on steroid drops.¿

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found one haptic torn nearly in half. Cause of damage could not be determined. The delivery device was not returned. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.